Manufacturer narrative:
The reported event was manufacturing related. 1 sample confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone bulb evacuator. Visual inspection of the sample noted that there was no tether cap. This does not meet the specification "missing components are not allowed." A potential root cause for this failure could be ¿operator omission¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the lid of the reliavac evacuator was missing so the device could not be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lid of the reliavac evacuator was missing so the device could not be used.